Event description:
Consumer stated that the seat allegedly cracked then split in half causing the consumer to allegedly fall. Injury is alleged.

Manufacturer narrative:
The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer purchased the I fit shower chair on (B)(6). Consumer allegedly fell when seat allegedly split in half causing minor scrapes, cuts and bruising on right hip and buttock area along with a sore right shoulder. No medical intervention sought.